Event description:
It was reported in a scientific article that a vns pt experienced an increase in seizure activity. Good faith attempts to obtain additional info regarding the vns pt are underway.

Manufacturer narrative:
Article reference: bhattacharyya, d., a. Saxena, and a. A. Kemeny. "Vagus nerve stimulation in the treatment of refractory epilepsy." British journal of neurosurgery 21 (2007): 135-36.